Event description:
Boston scientific received information through a remote monitoring system that detected an out of range low shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Event description:
Additional information was received that this patient is a reported twiddler and had dislodged both the right ventricular (rv) lead and right atrial (ra) lead. The device was programmed to a value other than monitor plus therapy until the patient can be brought in and a stress test and echo will be performed. A lead revision is planned.

Manufacturer narrative:
This report will be updated should additional information become available or if the lead is returned and analysis is completed.

Manufacturer narrative:
--

Manufacturer narrative:
This report will be updated should additional information be received.

Event description:
Additional information was received at a later date that the lead will not be available for return.

Event description:
Additional information was received indicating low shock impedance measurements continue to be observed.

Event description:
Additional information was received that a lead revision occured in which this lead was explanted and successfully replaced with another lead. There were no adverse patient effects reported.